Manufacturer narrative:
The specimens were collected in gold top tubes. Qc was within established ranges before the event. A field service engineer (fse) replaced reagent probe "b" wash collar. The fse found level sense bead damaged which was replaced. The fse inspected and cleaned mixer wash stations and repaired sample wash station. Fse also found that cuvettes needed acid wash, which was completed. The fse verified repair with 20 sample precision for repeatability and performed test to verified accuracy. No root cause was identified.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low phosphorus (phs) results generated by the unicel dxc 600 pro synchron clinical systems for three patients. The results were orr lo, confirmed with customer that their reportable range was 0.5mg/dl. Patient samples were sent to a reference lab for reported results and then re-confirmed on the instrument after the repair. Patient results are provided. There was no change to patient treatment.